Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 28-nov-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving therapy via an implantable infusion pump. The patient was having a MRI and it was reported that the catheter was left partially in the patient because they could not remove all of it. It was noted that there was too much tissue built up around it.